Event description:
The complainant has reported that female pt (age unk) underwent a therapeutic procedure with placement of a polyflex esophageal stent for treatment of esophageal stenosis in 2006. The 3cm stricture was located 30cm from "teeth row." The stricture could not be passed with the scope. The stricture was dilated to 15mm (via balloon dilatation) prior to stent positioning and deployment. The physician reported that the "stent deployment went seamless and the final position was perfect with the stricture centered on the stent." The stent procedure was completed without any signs of complication. On december 18, 2006, five days post stent placement, the pt was diagnosed with air in her mediastinum and elevated temperature. The pt underwent surgical esophagectomy. The location of the esophageal perforation with regard to placement/position of the polyflex esophageal stent is not known. The pt condition is now reported as recovered and 'doing fine.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event.